Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was fully advanced under the lens, with the plunger tip outside the device tip. The lens was located on top of the plunger in the loading area. The leading haptic was extended just inside the nozzle entry area. The trailing half of the lens was misfolded under. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. A plunger underride was observed that may have been interpreted as the reported plunger is veering off on an angle and straight leading haptic complaint. The root cause is most likely related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. The plunger was advanced outside the device tip and the lens was positioned on top of the plunger in the loading area. This extended haptic position on top of the plunger was most likely interpreted as the reported complaint. The lens and plunger were not in acceptable positions for advancement. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the leading haptic was straight and the plunger is veering off on an angle within the injector. The procedure was completed with alternative lens and there was no patient harm. Additional information has been requested. There are five medical device reports associated with this report. This is 3 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.